Event description:
Consumer alleges she is ordering 9xt wheelchairs from the dealer, 16 inches deep, but they are not coming back as ordered. Consumer alleges that the seat tube is causing the leg tubes to protrude. It has been learned that a resident has skin tears and bruising. No medical intervention has been given. We are in process of clarification of the serial number.

Manufacturer narrative:
(B)(4) - model 9xt, serial number/date code unknown since what was reported is incorrect is of an unknown age. The owner's manual part number 1056953, rev.p(nov-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. A sample is available. Of note: we are in process of requesting additional information on this incident and when the new information and sample analysis is complete a supplemental report will be filed.